Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue happened at the end of the non-emergency treatment and patient was on the table. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to boot up. Review of the system log file showed float tabletop key is active at startup. Fse found system could not boot up due to control module stuck key. Fse replaced control module tilt flex ER, loaded software to new control module and verified operation. After that system was working fine. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the button was stuck on the control module so the system would not fully boot up. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.